Event description:
The pt was implanted in 2003, with a left ventricular asisst device (lvad). In 2003, the hosp reported that the lvad has a very small star type crack about the size of 1/16 to 1/8 of an inch around the top screws on the lvad housing. The pt continues to be supported by the lvad and the hosp is continuing to monitor the crack in case it increases in size.